Event description:
It was reported that a user of the ilet experienced low glucose events and subsequently overtreated with oral glucose, leading to rebound hyperglycemia and recurrent hypoglycemia as the system increased dosing in response to rising glucose. Symptoms included shaking and sweating consistent with hypoglycemia. Outcomes included the need for urgent low glucose self-treatment with oral glucose and education on appropriate low treatment using the provided protocol. Investigation included technical review of device performance through user-provided history and product-use evaluation via troubleshooting and education. Investigation of this case revealed user-related overtreatment of hypoglycemia as the precipitating factor for subsequent lows, with no device malfunction identified. It was concluded that the event was attributable to use error related to overtreatment, and the user received education on appropriate management of low glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.